Event description:
It was reported that high impedance was found on the patient's generator prior to generator replacement surgery, and that the high impedance was also seen after generator replacement. It was reported that troubleshooting was performed which did not resolve the high impedance. No known surgery has occurred to date to address the high impedance. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent a lead replacement surgery. Lead impedance was found to be high prior to surgery, and during surgery the lead was visually inspected with no visible issues being found. Generator diagnostics with the test resistor were performed and reported to be normal. The surgeon reported seeing scarring at the nerve and speculated that this was the cause of the high impedance. The scarring was reported not to be excessive. The lead is stated to not be available for return. No additional or relevant information has been received to date.